Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check cs100 intra-aortic balloon pump (iabp) shows electrical failure code 50. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the machine and found the issue with compressor assembly. Needs replacement of compressor assembly with new one. Customer not interested to purchase the part. Hence call has to close as per customer request.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the machine and found the issue with compressor assembly. Needs replacement of compressor assembly with new one. Customer not interested to purchase the part. Customer has taken the machine out of use. No longer they will replace the part. Hence call has to be closed.